Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that challenging patient anatomy such as chordal rupture, prolapse, restriction, flail, thin/thick leaflets, enlarged/small atrium, rotated heart or previous cardiac surgery contributed to the reported event; however, this cannot be confirmed. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as an additional clip was deployed to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). This was a straightforward case. The first mitraclip was implanted, but right after clip deployment, the anterior leaflet came out of the deployed clip, resulting in a single leaflet device attachment. After the clip delivery system (cds) was removed from the steerable guide catheter (sgc), the sgc hemostatic valve was noted to have a loss of fluid column as air was being aspirated after cds removal per the standard practice. The physician placed his finger over the sgc hemostatic valve, which held fluid column until the sgc was able to be removed from the patient. No air had entered the patient anatomy. A new sgc was prepared and inserted. A second mitraclip was implanted which stabilized the first clip and reduced mr. The procedure was completed with mr grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.